Event description:
Left intertrochanteric femur open reduction and internal fixation (orif). History of present illness (hpi). Elderly female. New patient. Female patient status post (s/p) non-union left intertrochanteric fracture. Patient is weight bearing as tolerated (wbat) on their extremity and has been compliant with their weight bearing status. Patient presents today for evaluation and patient states their pain level in their left lower extremity is 8 out of 10. Pain is described as sharp with radiation into the left leg. Pain is exacerbated by activity and alleviated by rest. Pain has been decreasing since their last visitation. ...assessment: left intertrochanteric femur non-union. Plan: non-union panel negative for metabolic source of non-union. Recommend procedure. Med clearance obtained from private medical doctor (pmd). Tfn in place with autodynamization noted distally. Would change implant to compression device with bone graft. Plan for surgery. Exchange nailing, bone graft. Notes from the operative report: indications for surgery: elderly female patient underwent placement of cephalomedullary nail for intertrochanteric femur fracture. The patient also subsequently went on to auto dynamization with a nonunion hypertrophic-type of her left femur. Procedure notes: the left hip was prepped with sterile chloraprep and draped in a sterilely appropriate fashion. Surgical procedure began with removal of the patient's previously failed broken hardware. The distal interlocking screw was removed, and the medial aspect of the broken screw was tamped down to the medial soft tissues _____ removed with a small stab incision. Proximally, small stab incisions were made. Extraction devices were attached to the helical blade in the proximal aspect of the nail, which were also subsequently removed. A tip guidewire was passed down the intramedullary canal. An 11cmx380cm nail was previously removed. The femur was sequentially reamed up into a size 16 reamer and reamed 14 and the diaphysis for the autogenous benefits of bone grafting could be seated at the intertrochanteric nonunion. A channel reamer was also utilized proximally over the ball-tipped guidewire to break up the sclerotic portions of the intertrochanteric femur nonunion and also to see the area with autogenous bone graft and medialized the construct. A new guidewire was then placed on the intramedullary canal was _____ degree nail was then passed down the intramedullary canal. Lag screw was utilized to compress across the fracture and compression was achieved of approximately 5mm. Final fluoroscopic images were taken and saved as the nail was locked with the locking nuts. Findings: + rotational instability of proximal femur, loosening around helical blade. There were no complications.